Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was doing an insulin pump change and the reservoir looks like it is stuck and won't move. Customer mentioned that the black o-rings on the reservoir were stuck. Customer tried to push in with the plunger rod and then insulin squirted out form the o-rings. Customer also noticed the issue this morning during the rewind process. Customer declined troubleshooting for the no delivery alarm.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used reservoir both o-rings are out of the groove.